Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. The unscreened batteries (B)(4) were recalled for faulty cell, which likely contributed to the reported event. The malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of (B)(4) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed these devices were involved in critical battery alarm events. Further analysis established that three days prior to the reported event, 'critical battery' alarms occurred in conjunction with battery (B)(4) falsely communicating a "0"% capacity; this is indicative of a communication issue between the controller and the connected battery. Therefore, the most likely root cause of the reported controller power switching event is due to communication failure between the controller and connected battery. Heartware has initiated an internal investigation to further investigate this issue. This is report one of five reports (3007042319-2014-00877 and 3007042319-2015-01222, 3007042319-2015-01224, 3007042319-2015-01225) submitted for devices related to the same event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that they are currently using. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year after hvad implantation, the patient experienced a loss of power during the exchange of one power source. During a routine clinic visit, the log file data was reviewed by the site clinician, who observed multiple critical battery alarms as well as the loss of power. The controller and batteries have been exchanged, which reportedly resolved the issue, and no patient injury was reported. Preliminary log evaluation confirmed the loss of power as well as multiple critical battery alarms in the weeks following the power loss event. Investigation is ongoing.